Event description:
A malfunction alarm was reported with a specific code, malf 9, occurring. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the problem reappears.